Event description:
It was reported that this right ventricular (rv) lead was encapsulated in the scar tissue and was wrapped around the generator. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation of removal difficulty was not confirmed as analysis found no damage or defect consistent with removal difficulty. Moreover, only the proximal segment of the lead was returned and lead was severed. Further, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was encapsulated in the scar tissue and was wrapped around the generator. This rv lead was surgically abandoned. No additional adverse patient effects were reported.